Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found deformed/kinked conductor coils at 51.2 cm from the terminal pin. A stylet was not able to be inserted passed the deformed coils. Laboratory testing was unable to reproduce the reported sensing and impedance issues as the lead passed electrical testing. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The deformed/kinked coils were likely due to handling at the implant procedure.

Event description:
It was reported that during the implant procedure, the physician was unable to measure r-waves and the pacing impedance was greater than 3,000 ohms. The lead was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, the physician was unable to measure r-waves and the pacing impedance was greater than 3,000 ohms. The lead was not implanted. No adverse patient effects were reported.